Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected of exhibiting left ventricular (lv) lead loss of capture, electrogram (egm) showed low lv morphology. Technical services (ts) was consulted and reviewed possible reasons for the exhibited behavior and recommended possible evaluation options. This crt-p system remains in service. No adverse patient effects were reported.